Manufacturer narrative:
The reported issue was that the system was shut down and restarted due to an instrument still loaded fault. The log review investigation and case video confirmed the system reported the instrument still loaded fault. The instrument still loaded fault is an expected system behavior following a major fault. In this case, the major faults were the ethercat failure. Ethercat cable of the umbilical cable that connects to the tower power box was shaken, the ethercat communication dropped. This fault is thrown when a major fault recovery is attempted without unloading of the instruments. To clear the fault, the user is instructed to load/unload the instruments and then proceed to clear the fault. The ethercat failure was traced to deformation on the ethercat cable of the umbilical cable that does not allow the connector to securely attach to the tower box and make full contact. The root cause is traced to component failure.

Event description:
It was reported that that during the monarch bronchoscopy procedure, the physician had to shut down and restart the system due to an encountered issue. Physician elected to abort the procedure. There were no reported adverse effects to the patient because of the system issues.